Event description:
It was reported that the device failed preventative maintained check clutch/plunger. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was cracked down from tubing guides. The right plunger case was also cracked. During multiple flow and occlusion testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced clutch half's left and right with leadscrew and spring as a preventative measure. No product information has been provided to date.